Event description:
Customer received a blood result of 19mg/dl on her contour meter. She was rushed to the hospital where she was given glucose and juice. Her blood test was then run on a hospital meter and received a result of 197mg/dl. She ran another test on her contour meter and received a result of 58mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Customer was advised to return her strips for evaluation. Replacement meter and strips were sent.